Manufacturer narrative:
The internal investigation into artia lot up100109 included a review of the reported information, review of the device history and complaint history records, and analysis of the returned biopsy specimens. Pathology was completed for two small artia biopsy specimens removed from the right breast. Due to both pieces provided in one bottle, it could not be confirmed which piece was associated with which lot; therefore results for both specimens are included in this report. Pathology report (B)(4) labeled for lot up100134 reported acellular graft material with approximately 30% focal areas of graft incorporation. Extensive areas of acute neutrophilic infiltrate and focal microscopic abscess formation are seen. Stains for fungi and bacteria are negative for organisms. Pathology report (B)(4) labeled for lot up100109 reported acellular graft material with approximately 30% focal areas of graft incorporation. Scattered areas of neutrophilic acute inflammatory cells are seen throughout as well as lymphocytes and fibroblastic cells. Stains for fungi and bacteria are negative for organisms. Qa investigation into lot up100109 resulted in no remarkable findings including 32 devices distributed with no other complaints against the lot and no related deviations or nonconformances revealed during processing. Lot up100109 was terminally sterilized and met all qc release criteria. Based on the results of the investigation, a relationship between the artia and this event could not be determined. It should be noted that the artia device remains implanted. No further actions are required at this time, as a nonconformance could not be confirmed.

Event description:
It was reported that a patient underwent a right side pre-pectoral breast reconstruction with two artia devices ((B)(4)) on (B)(6) 2018. It was initially reported that the patient presented with wound dehiscence and a small seroma and no redness but placed on antibiotics. Cultures were negative. Updated information was received from the surgeon on 03/jan/2019 that reported the patient developed red breast 3 weeks post op with seroma ultimately leading to extrusion of artia and expander 10 days later. On (B)(6) 2018, the patient was returned for removal of the tissue expander and biopsies of the artia were taken and provided to lifecell for pathology. This complaint is associated with the second of 2 devices ((B)(4)) implanted in this patient.